Manufacturer narrative:
(B)(4).

Event description:
It was reported that the merlin transmitter was struck by lightening. The prongs were removed and charring was noted. The device was no longer able to power up.

Manufacturer narrative:
No conclusion code available; final analysis found an integrated circuit anomaly which resulted in a power anomaly.